Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that auxiliary drawer 2.1/2.2 not on bus. A field service engineer, performed restart to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system drawer not detected on bus. The customer stated that the malfunction caused a delay in accessing medication to a patient and customer utilized an other pyxis to take medication. There were no adverse events or injuries reported based on this incident.